Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted. Additional information indicates the the system was explanted due to infection with sepsis.

Manufacturer narrative:
This supplemental is being filed to capture the additional information that the system was explanted due to infection with sepsis.